Event description:
It was reported that a pump motor stall occurred with no motor stall recovery and was confirmed in the event logs. It was reported that the patient had an MRI or other medical procedure which was believed to be the cause of the motor stall. It was reported that the patient was out of the MRI at 2pm and by 3:25pm the pump had not recovered and was in minimum rate mode. The drug formerly used was morphine however, at the time of motor stall it contained only saline. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
Additional information received reported no patient symptoms were associated with the reported event, and hospitalization was not required. Patient recovered without sequelae. The motor stall was caused by MRI, and stall recovered after less than one minute. The medication in the pump was morphine.

Manufacturer narrative:
(B)(4).